Manufacturer narrative:
Additional information received indicated that the date of explantation was on (B)(6) 2019. Device received on 9/30/2019. Device evaluation summary: during evaluation of the sample, it was observed to be ruptured. It was received incomplete. Additional testing was not performed to avoid compromise the device integrity. No other anomalies were discovered. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Patient race is caucasian and left side capsular contracture issues' baker grade is IV which mistakenly not reported in the initial report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and / or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel 375cc silicone breast implants which the right side ruptured, and the left side has issue with capsular contracture after implantation. The issue was confirmed by the physician. Ultrasound examination on (B)(6) 2019 confirmed rupture. On (B)(6) 2019 capsular contracture was confirmed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.